Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not able to login and showed error. A technical support specialist (tss) dialed in to the station and logged in as carefusion admin. The database was found in suspect mode, and an attempt was made to recover the corrupted database. A scan indicated that the database was still in recovery, so a full synchronization was required. Dropping the database initially failed, so all files were moved to a temporary location, after which the database showed as recovery pending and was successfully dropped. The application was repaired, and a full synchronization was completed. The station uploaded successfully with no variations, and it was then rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had shut down, data error occurred and the database would not download. User rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.